Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; explant date (B)(6) 2024 continuation of d10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure involving the transcatheter aortic valve, upon checking fluoroscopy to evaluate the implant depth, an ascending aorta dissection was observed prior to deploying to 80%. The ascending aorta dissection occurred when the delivery catheter system (dcs) was transversing over the guidewire into annular position. The dcs interacted with the pigtail catheter in the non-coronary cusp (ncc), causing the pigtail catheter to wrap around the dcs. The physician pulled the pigtail catheter back into the descending aorta to reposition in the ncc, and the dcs was moved back into annular position. The physicians decided to deploy the valve, which was completed successfully. A computed tomography scan was performed, revealing the dissection. The patient was subsequently taken to the operating room for the surgical explant of the transcatheter valve, a surgical aortic valve replacement implant, and a graft to the ascending aorta. The patient experienced a prolonged hospitalization, and this interaction contributed to a 30-minute delay in the procedure. The following day, the patient was reported to be in stable condition.

Manufacturer narrative:
Updated data: d4 h4 h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.